Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at the weld site with no portion of the j stiffener wire rec'd. Visual inspection under 30x magnification also indicates an abraded hole in the outer polyurethane insulation approx 4mm proximal of the weld site.

Event description:
Device analysis is provided. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s) no complications.